Event description:
A medtronic representative reported that during an endoscopic pituitary procedure the fusion navigation system was completely unresponsive. They were using the system to navigate, and after moving a microscope near the field, the system became unresponsive. The mouse cursor would not move and the system would not respond to ctrl+alt+backspace. They powered down the system with the power switch. Delay was less than 15 minutes at this time. However, after the reboot they were unable to verify/navigate any of the suctions. They are able to use both the tracer probe and the navigated tricut blade in navigation without issue. They did not want to adjust electromagnetic emitter placement. Instead, they switched out both the patient and instrument trackers and then re-registered the patient. The suctions would still not track. They got out a microscope and finished the case without navigation. There was no reported harm to the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. He was also able to verify and track all instruments after the case by moving the emitter into numerous different positions. The instruments all navigated properly and the reported unresponsiveness did not recur throughout 30 minutes of instrument testing. The reported event could not be duplicated by medtronic personnel. To ensure that the software was fully functional, another medtronic representative uninstalled and re-installed the ent software application.